Manufacturer narrative:
The complaint investigation for falsely elevated magnesium results generated on the alinity c processing module included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Field data review suggest the product is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the magnesium reagent lot 58355ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one sample. The following results were provided: (B)(6) 2024 sid (B)(6) initial result = 2.650 mmol/l, repeat result = 0.873 mmol/l no impact to patient management was reported.